Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from an unspecified location. The device was used for around 15 hours to run non-lipid parenteral nutrition after which it leaked. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.